Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over nine (9) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) and reported that they were unable to capture images to their "md reports" through the scope. The customer mentioned that they swapped out the olympus maj-854 cable and used another cable to connect the computer and video system center. Tac advised the customer to use the maj-854 cable. The customer then reported that the issue was resolved. The customer was able to see the image on both the olympus product and the customer's "md reports". The device will not be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that they were unable to capture images to their "md reports" through the scope when using the video system center. The issue was found in between procedures. The intended procedure was screening colonoscopy, which was completed using the same set of equipment without delay. The device was inspected before use according to the instructions for use. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. There were no reports of patient harm.